Manufacturer narrative:
Image analysis: the procedural images confirm the presence of a focal lesion in the left main (lm) with diffuse disease evident into the lad. A long stent is delivered and deployed from the lm into the proximal lad. The stent is post-dilated as the initial stent profile identified an irregular profile. The final stent profile in the lm appeared to show full concentric deployment. Subsequent images show the presence of a long stent in the distal end of the guide catheter (gc). This stent did not exit the tip of the gc and did not appear to have been delivered into the vessel. Final angiographic images do not appear to show the delivery and deployment of another long stent into the vasculature. The root cause of the positioning difficulties is not evident from the images provided. Product analysis: the device returned for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion with 95% stenosis, in the mid left main (lm) coronary artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that the stent failed to cross the lesion. Another resolute onyx stent of the same size was implanted safely. The patient is alive with no injury.